Event description:
Unomedical reference number (B)(4). Event occurred in the united states . On 11-april-2024, it was reported by the patient that four infusion set leaking at the base of the needle upon fill tubing. High blood glucose level was 450 mg/dl. No further information was available.

Manufacturer narrative:
Device 2 of 4. E1: patient country: united states.